Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer called to report the insulin pump alarmed for low reservoir. Blood glucose reading was 192 mg/dl. The customer stated she felt that she might be receiving any insulin. Customer was transferred to the help line for troubleshooting. Nothing further reported.